Event description:
It was reported per the attached facility medwatch: "following the arthrectomy, the diamond catheter wire was not moving and attempts to manipulate the wire caused it to fracture." Additional info has been requested regarding this event, but has not yet been received.

Manufacturer narrative:
Device analysis: the device has not been received for analysis; therefore, a failure analysis of the actual complaint device is not possible. The device history record for this lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported complaint. The device met its material, assembly, and quality control requirements. The root cause for the reported event is unk.